Event description:
Customer reported via phone, she was having issues with reservoir. Customer stated issue reoccurred five times and it happened with two different lot numbers. Customer stated the insulin pump continuous to alarm no delivery. Customer stated he does a complete set change to fix the issues. Customer only wants to return the reservoir for further analysis. Customer's blood glucose was 384 mg/dl. Incident occurred on (B)(6) 2015 blood glucose was in the 300 mg/dl for three days straight. On (B)(6) 2015 blood glucose was 384 mg/dl. Customer mentioned she uses two different types of infusion set but states the insulin pump continues to work once she changes the complete set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.